Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous unspecified lesion. The 3.0x12mm nc trek balloon dilatation catheter (bdc) was advanced and met resistance with anatomy. When inflating the bdc during the first inflation it ruptured at 12 atmospheres. During removal of the bdc resistance with anatomy was noted. Another nc trek was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.